Manufacturer narrative:
The insulin pump had motor error alarmed during the basic occlusion test and unable to prime during the prime test due to faulty force sensor resistor. The motor was test outside of the device and passed. No damage found on motor. The insulin pump was received with scratched on display window and cracked at battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was not working properly. The customer reported that they were having hard time bringing the blood glucose down with the insulin pump. The customer stated that they had high blood glucose over 400 mg/dl. The customer's blood glucose was 98 mg/dl at the time of call. The customer performed troubleshooting. The insulin pump was returned for analysis.